Event description:
It was reported during the implant of an intraocular lens (iol) into the eye, the iol haptic broke during lens advancement. The incision was enlarged to remove the iol and a successful intraoperative lens exchange was completed. Sutures were used to close the incision.

Manufacturer narrative:
Though requested of the reporter, the device has not been returned for evaluation. The lot history, trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. The device history record (DHR) review did not find any non-conformities or anomalies related to this event. Based on the available information, user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.